Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
On (B)(6) 2017, the patient had a left total knee arthroplasty to address left knee osteoarthritis. Depuy components were used during this procedure including depuy patella and competitor cement x2. On (B)(6) 2021, the patient had a left revision and lateral patellar facetectomy to address failed left total knee arthroplasty. Competitor components were used during this procedure, including competitor cement. The indications included polyethylene wear and gross loosening of the tibial component. There was settling of the varus deformity and knee instability. During the procedure, the surgeon observed substantial synovitis from polyethylene debris. There was substantial scar tissue overriding the knee and there was overgrowth of the bone. The femoral, tibial tray, and tibial insert were revised. Doi:(B)(6) 2017, dor:(B)(6) 2021, (left knee).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient received a left attune knee to treat severe osteoarthritis. The patella was resurfaced and competitor cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a left knee revision to address tibial tray loosening at the cement to implant interface, tibial tray migration, instability, decreased range of motion, poly wear, synovitis, and scar tissue. The tibial tray, tibial insert, and femoral component were revised. The patella component was retained. However, a lateral facet impingement surgery and lateral patellar facetectomy were performed. Also, scar tissue was removed around the patella. The patient was revised with competitor products and cement. There were no indicated intra-operative complications. Doi: (B)(6) 2017; dor: (B)(6) 2021 ; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.